Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to 28 mmol/l (504 mg/dl) while wearing the pod on their abdomen between 5 and 24 hours. On (B)(6) 2026 the patient went to the hospital to seek medical attention. While at the hospital, the pod was removed due to the high levels. The patient¿s symptoms included feeling shaky, weak and dehydrated. The patient was diagnosed with a gastro infection. The patient reported the infection was causing high bg levels and high ketones. The patient was treated with intravenous fluids and manual insulin injections. The patient was hospitalized for 2 days with a discharge date of (B)(6) 2026, when the patient¿s condition stabilized. Upon discharge, the patient was advised to apply a new pod at home. The patient no longer has the pod for evaluation.